Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system generated an erroneous troponin I (accutni) result on a patient sample. Customer reported that access accutni reagent, lot 121410, and access accutni calibrators (s0-s5), lot 116459, were used in conjunction with the access 2 immunoassay system. Customer reported that the erroneous result was reported out of the laboratory. Customer reported that the physician questioned the result because the patient had negative troponin result earlier. Customer reported that the patient was redrawn. Customer reported that the result for the redrawn sample was negative. Customer reported that there was no change in treatment to the patient based on the erroneous result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the fluidics manifold cracked around the rotor cover, and also found the mixer rollers, pulleys and tensioner were worn. The fse replaced the fluidics manifold, mixer belt tensioner, mixer motor and incubator belt. The fse performed a system check and high sensitivity (hs) system check. The system checks showed all parameters passing within specifications. The fse verified the system was performing per published performance specifications.